Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera of the deflectable videoscope fogged up during use. The issue was found during a laparoscopy procedure. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information: d8, d9, h4. The device was returned to olympus for inspection and the reported failure of foggy camera during use was confirmed. Based on the results of the investigation, electrical component issues may be a cause of the malfunction. The most probable cause is traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information reported by customer.